Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction issues with their mx40 device. There was no patient impact.